Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for ¿hiatal hernia and inguinal hernia repair before 2012¿ were not provided.] (B)(6) 1999: [missing records: records for ¿hernia repair in 1999¿ were not provided.] (B)(6) 2010: (B)(6) emergency department. (B)(6) . Emergency room visit. Abdominal pain. Sharp stabbing left-sided posterior, back and flank pain began hours prior to arrival. Symptoms aggravated by direct pressure breathing. No radiation of pain. Some dyspnea. Abdomen soft, nontender, no masses. Diagnosis: pleuritic pain. (B)(6) 2010: (B)(6) radiology ¿ CT pelvis without contrast. History: right-sided pain. Impression: no calcified renal or ureteral stone identified. Moderate/large amount fecal material throughout colon. No bowel obstruction. Cecum extends into pelvis. Small supraumbilical ventral abdominal wall hernia defect identified containing only fat. (B)(6) 2013: (B)(6) . History and physical. Complaints of hernia. Onset gradual. Occurring for 6 months. Described as severe, located epigastrium. Review of systems: abdominal pain, heartburn and nausea/vomiting. Exam: abdomen non tender, no palpable abdominal masses. Assessment: incarcerated incisional hernia. Plan: open incisional/ventral hernia repair. (B)(6) 2013: (B)(6) . Surgical pathology. Portion of incisional hernia wall. Diagnosis: incisional hernia wall: fibromembranous and fatty tissue consistent with portion of incisional hernia sac. (B)(6) 2014: (B)(6) . Emergency room visit. Had hernia surgery (B)(6) , discharged 23rd, had bowel movement sunday, nothing since then, nausea/vomiting, isn¿t passing gas, positive bowel sounds. Abdominal pain before herniorrhaphy by dr. (B)(6) over a week ago, pain persistent since. Abdominal cramping. Small amount brown stool, guaiac negative. Gastrointestinal: soft, intact staple line, tender abdomen with guarding, more on right side. Diagnosis: abdominal pain. Plan: discharge. (B)(6) 2014: (B)(6) . Radiology ¿ CT abdomen/pelvis. History: right sided pain. Findings: postsurgical changes near midline from ventral hernia repair. Skin staples in place, small focus of air present. Fluid deep to hernia mesh as well as deep subcutaneous tissues. Neither collection of fluid contains air to suggest abscess. Impression: probable postoperative changes along anterior abdominal wall with small areas of fluid density, associated inflammation. Fluid represent postoperative hematoma/seromas. Suggest followup. (B)(6) 2014: [facility not identified]. (B)(6) . Emergency room visit. Upper abdominal pain, nausea times 3 weeks. Onset since abdominal wall hernia repair (B)(6) 2013. Symptoms constant, achy, onset moderate, location of pain diffuse and abdominal. Exacerbating factors changing position, coughing, movement. Relieving factor rest. Notes a bulge occasionally in area where original hernia was. Followed up with surgeon, unhappy with follow up information received. Exam gastrointestinal: soft, tenderness mild, generalized, bowel sounds normal. Diagnosis: abdominal pain. Plan: discharged stable. Follow up jai gilliam, 2 to 3 days; richard montgomery, 2 to 3 days. Patient requested referral to new surgeon. (B)(6) 2014: [facility not identified]. (B)(6). Radiology ¿ CT abdomen/pelvis without contrast. History: abdominal pain, ventral hernia repair 3 months prior. Findings: small hiatal hernia. Prior ventral hernia repair. Large amount of stool throughout colon consistent with constipation. Mild sigmoid diverticulosis. Impression: small hiatal hernia, ventral hernia repair with no recurrent or residual hernia. (B)(6) 2015: [facility not identified]. (B)(6) . Radiology - CT abdomen/pelvis without contrast. History: left upper quadrant pain. Comparison: (B)(6) 2014. Findings: ventral hernia repair with mesh. Impression: no acute process. [Missing records: records between (B)(6) 2015 and (B)(6) 2017 were not provided.] (B)(6) 2016: [missing records: records for ¿CT abdomen/pelvis¿ were not provided.] (B)(6) 2017: [facility not identified]. (B)(6) . Emergency room visit. Right abdominal wound infection, abdominal pain, injury happened 1 month ago, patient tripped, fell on knife, reports purulent discharge from wound for several weeks, increased pain times 1 week. Onset 4 weeks ago. Symptoms constant, worsening. Prior therapy none. Pain and redness. Seen at UK and notes did not have surgery or receive antibiotics. Worsening right sided abdominal pain and redness to abdomen x 1 week. Diagnoses: cellulitis; abdominal pain; chronic wound infection of abdomen. Exam skin: right upper quadrant abdomen wound with minimal white discharge. Right upper quadrant erythema. Gastrointestinal: soft, non-distended, normal bowel sounds, tenderness moderate, right upper quadrant, right lower quadrant. Analgesics and antibiotics in emergency department. Discharged stable. (B)(6) 2017: [facility not identified]. Microbiology ¿ bacteriology. Culture wound and stain. Wound, abdomen. Results: heavy growth staphylococcus aureus, heavy growth corynebacterium species. Stains: no cells seen, rare gram-positive cocci. (B)(6) 2017: [facility not identified]. (B)(6) md-rad. Radiology ¿ CT abdomen/pelvis with IV contrast. History: stabbed in abdomen last month, evaluate for abscess/fistula, right abdominal wound infection. Comparison: (B)(6) 2016. Findings: within right upper quadrant, defect within skin. Underlying 2.7 x 1.6 cm rounded density likely represents stab wound. Impression: right anterior abdominal wound with no fistula or abscess. (B)(6) 2017: [facility not identified.] (B)(6) . Emergency room visit addendum. Culture results from 09/24/17 show staph aureus, will add doxycycline antibiotic to current antibiotic prescription. Attempted to contact patient by phone, unable to reach due to invalid number. Dr. Weaver agrees to plan of care. Certified letter sent to patient with new prescription. (B)(6) 2018: [missing records: records for ¿CT abdomen/pelvis¿ were not provided.] (B)(6) 2018: [facility not identified]. (B)(6) . Radiology ¿ CT abdomen/pelvis without contrast. History: abdominal pain. Comparison: (B)(6) 2018. Findings: postoperative changes of prior ventral hernia repair. Mesh from hernia repair stable. Superior to mesh is fluid density in anterior abdominal wall measuring 2.3 cm. Abnormal density does extend deep to anterior abdominal wall. Impression: stable changes from prior ventral hernia repair. Small fluid collection in anterior subcutaneous tissues, superior to mesh from ventral hernia repair. May be postoperative in nature. Small recurrent hernia with fluid not excluded. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2013: (B)(6) hospital. (B)(6), md. Radiology ¿ CT abdomen and pelvis without contrast. Indication: abdominal pain and constipation. Impression: no acute abdominal or pelvic pathology. Mild stool retention in the right colon and transverse colon. Small ventral hernia. On (B)(6) 2014: (B)(6). (B)(6), md. Office notes. Postoperative visit, status post incisional hernia repair. Impression/plan: postoperative check after repair of approximately 4 adjacent abdominal midline incisional hernias. Retro-fascial patch prosthetic placement with mobilization and closure of the midline fascia over the patch for a double layer repair. Continue discussion with her by phone for postop pain. Predicted by her anesthesia preop team in the recovery room team postop that analgesic requirements would exceed the usual levels. This have proved the case. Went to the ER yesterday, CT scan was negative for any abdominal problem or gi problems. He has some serous fluid anterior and posterior to the patch but this is very common. No evidence of abscess. Staples removed and steri-strips placed. Midline abdomen. I renewed percocet and prescribed zofran as her phenergan was not helpful. Adequate bowel function. Some nausea. I offered hospitalization for IV fluids but we mutually agreed not necessary at this point. Recheck in a couple weeks. On (B)(6) 2014: (B)(6). (B)(6), md. Office notes. Postoperative check-up. Impression/plan: missed last week¿s appointment but went to ER this weekend. 2.5 months from reduction/open repair of abdominal incisional hernia, notes persistent pain, bruising on abdominal wall without explanation. 2 small old bruises noted. Incision is solid. CT showed no recurrent hernia, ER physician said it could be extra scar tissue. She was accusatory that she had the wrong surgical technique and that the scar tissue was excessive. I explained the exam in the x-ray looked to have satisfactory healing. She said I promised laparoscopic surgery but I showed her the initial consultation report on her record that says, as I usually explain in talking about options of abdominal procedures, that laparoscopy is an option but specifically for her that laparoscopy was not indicated because she had a prior trauma laparotomy and I anticipated adhesions and that laparotomy, open surgery, would be done for reduction of incarceration and hernia repair upon reading this on our health record she ate knowledge that is the procedure that was done. She discussed in detail commitment to dr. Oc james' pain treatment plan, declining to take any treatment for me. Because recently she was prescribed percocet however was not offering this and she did not want it. However, she stated when I inquired further that she had been on higher doses and wanted me to contact dr. (B)(6), which she will do, about possibility of return to higher dose until she recovers more from the abdominal surgery. I think this is her main focus. I noted that postop pain in a patient with significant pre-op pain can be a challenge. On (B)(6) 2015: (B)(6). (B)(6), md. Office notes. Presents with abdominal pain, onset variable, has been occurring in intermittent pattern for 8 years, moderate sharp pain in epigastrium. Aggravated by exercise and bending over. In 2013 I did a ventral hernia repair for incisional hernias with 4 midline defects, in 2010 had stab wound to abdomen requiring exploratory laparotomy, no major internal injuries. I placed a 15 cm vertical 8 cm wide prosthetic patch. Points out pain in right/left upper quadrant areas. 169 lbs, bmi 24.25. Exam abdomen: abdominal pain, black tarry stool and constipation. Impression/plan: I do not think hernia defect is recurrent. She is thin, has tenderness throughout abdomen. Need CT to look for any fascial defect. If present surgery is consideration. If not present surgery may not be offered, she says she hurts enough to need surgery. On (B)(6) 2015: (B)(6). (B)(6), md. Office notes. Returns for follow-up; cat scan normal with no recurrent hernia. Detailed discussion about pain it its chronicity; when I met her in 2013, she was referred for abdominal incisional hernia following past trauma laparotomy at UK for stab wound to abdomen. Pain when bending over, left costal margin. Exam abdomen: tender along costal margin. No defect in abdominal wall. Impression/plan: no recurrent hernia that I can determine. I do not recommend removal of the hernia patch. I think that would leave her with a recurrent hernia and persistent pain. I think the pain is part of a general fibromyalgia problem, diagnosis she carries. Consider nerve block. Follow-up as needed. On (B)(6) 2018: (B)(6). (B)(6), md. Office notes. Presents for follow-up today, post incisional hernia with mesh, pain persists since dr. (B)(6)operator did not [sic] 2015; has the same pain in 2013 when he initially saw her. Impression/plan: no evidence of recurrent hernia or infection; chronic pain patient. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: date null: [missing records: records for ¿nausea and chronic abdominal pain¿ were not provided.]. Date null: [missing records: records for ¿previous trauma surgery, exploratory laparotomy for stab wound¿ were not provided.]. (B)(6) 2013: operative report. Preop diagnosis: abdominal incisional hernia. Postoperative diagnosis: abdominal incisional hernia. Procedure: abdominal incisional hernia repair with prosthetic patch. Surgeon: (B)(6) md. Assistant: eric morrow, pa-c. Findings: ¿pt has had a previous trauma laparotomy and has two palpable small defects in the midline above the umbilicus. She had proved to have four small adjacent defects in the midline down to the level of the umbilicus. These were in a swiss cheese fashion along the vertical midline incision. A 15 cm long x 8 cm wide dual mesh gore-tex prosthetic patch was placed in a subfascial position reinforced by primary reapproximation of the fascia. Technique: pt was brought to the operating room and general anesthesia was administered. The abdomen was prepped and draped in sterile fashion. Midline incision was opened from above the umbilicus to just below the umbilicus. First, the hernia defect was dissected out, and it was about 2 cm. There were three others below making four and total covering about 8 cm area down to the level of the umbilicus. Fascia was opened. The hernia sac was excised. There were omental adhesions. Because of a previous trauma surgery, she had other intestinal omental adhesions to the anterior abdominal wall, but these were taken down. In straight forward fashion, sharp dissection with metzenbaum and using electrocautery. Then, the fascia was cleared underneath. 15 cm long patch was trimmed to 8 cm wide and placed in an underlay fashion below the fascia. Cv-0 gore-tex sutures placed through the fascia into and back out the patch and out through the fascia in a u-stitch fashion. This was done with approximately 4 cm underlay around the incision. Once all these were in place and tied down, and the patch was then placed. Then, the midline fascia was closed in #1 looped pds. Skin was closed with interrupted 2-0 vicryl. Then, the subcutaneous layer and then staples on the skin itself. Estimated blood loss: minimal. She tolerated the procedure satisfactorily, was taken to recovery room in stable condition. (B)(6) 2013: implant record. Inventory control: mesh hern 2 + ovl. Description: 1mmx10x15cm-201008. Manufacturer: w.l. Gore & assc: med. Cat#: 1dlmcp03. Lot#: 11148250. Implant site: right incisional hernia. Expiration date: 01/30/16. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/11148250) was implanted during the procedure. (B)(6) 2013: discharge summary. Discharge dx: abdominal incisional hernia. Procedures: (B)(6) 2013, abdominal incisional hernia repair with prosthetic patch. Hpi: gradual onset of hernia. Hernia getting worse over six months. Hospital course: day of admission, pt to or. Procedure tolerated without complications. Estimated blood loss minimal. First postoperative day pt afebrile. Vitals stable. Fair amount of pain. Begun physical activity by ambulating in hall. Second postoperative day, maximum fever of 101.8. Not having nausea. Positive flatus. Encouraged to continue ambulating several times a day. Third postoperative day, pt afebrile, overall felt to be improved. Third postoperative day, pt discharged home stable condition. Diet as tolerated. Light activity until seen in follow up. (B)(6) md. (B)(6) 2018: history and physical. Hpi: complaint of hernia. Recurrent epigastric hernia. Previous hernia repair by dr. Stewart with large piece of gore-tex mesh. Now recurrent hernia at most superior portion of her incision. Painful to her. Ros: chills, dietary changes, fatigue, weight gain and loss, abdominal pain, constipation. Exam abdomen: inspection: hernias: incisional, reducible. Contour: non-distended. Palpation: non-tender. Assessment/plan: incarcerated incisional hernia: small recurrence superior of incision. Probably amendable to a plug. Repair of recurrent reducible incisional hernia. (B)(6) 2018: operative report. Preop diagnosis: recurrent incisional hernia. Postop diagnosis: recurrent incisional hernia. Procedure: repair of recurrent incisional hernia with mesh. Surgeon: (B)(6) md. Assistant: (B)(6). Anesthesia: general. Description of procedure: ¿after receiving general anesthesia, pt was prepped and draped in sterile fashion. Sterile drape was used. Preoperative antibiotics were given. Incision was made at the upper port [sic] at the previous xiphoid incision, carried down easily to identify the hernia. A mesh plug was placed and anchored with 0 ethibond sutures. The fascia was closed over the mesh using 0 ethibond sutures. Once accomplished, the wound was closed with 3-0 vicryl and 4-0 monocryl. Sterile bandages were applied and pt was taken to recovery room in good condition.¿. [Missing records: records for identification of the mesh plug used in (B)(6) 2018 hernia repair was not provided.]. There is no mention of gore device removal in the records. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. Medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1970, 1994, 2240) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span september 12, 2010 through march 20, 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Medical records from march 18, 2014 through august 18, 2015, and august 28, 2015 through september 23, 2017 were not provided. Patient information: medical history: smoker: (B)(6) 2017: 1 pack per day . Obesity: (B)(6) 2015: 169 lbs., bmi 25.7. (B)(6) 2017: 169 lbs., bmi 25.7. 2004: intentional ethylene glycol [antifreeze] ingestion. Pulmonary embolism. Acute renal failure. Chronic obstructive pulmonary disease [copd]. Date unknown: myocardial infarction. Date unknown: stroke. Hepatitis b. Methicillin resistant staph aureus [mrsa]. Gastroesophageal reflux disease [gerd]. Surgical procedures: date unknown: appendectomy. Date unknown: cesarean section. Date unknown: hysterectomy, bilateral salpingo-oophorectomy. Date unknown: cholecystectomy. 1999: hernia repair. 2010: exploratory laparotomy for stab wound (B)(6) 2013: abdominal incisional hernia repair with prosthetic patch. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2018: repair of recurrent incisional hernia with mesh. Implant: ¿mesh plug¿, product ID not provided]. Relevant medical information: (B)(6) 2010: emergency room. ¿abdominal pain. Sharp stabbing left-sided posterior, back and flank pain began hours prior to arrival. Symptoms aggravated by direct pressure breathing. No radiation of pain. Some dyspnea. Abdomen soft, nontender, no masses. Diagnosis: pleuritic pain. (B)(6) 2010: CT pelvis. ¿impression: moderate/large amount fecal material throughout colon. No bowel obstruction. Cecum extends into pelvis. Small supraumbilical ventral abdominal wall hernia defect identified containing only fat.¿ implant #1 preoperative complaints: (B)(6) 2013: CT abdomen and pelvis [a/p]. ¿indication: abdominal pain and constipation. Impression: no acute abdominal or pelvic pathology. Mild stool retention in the right colon and transverse colon. Small ventral hernia.¿ (B)(6) 2013: history and physical. ¿complaints of hernia. Onset gradual. Occurring for 6 months. Described as severe, located epigastrium. Review of systems: abdominal pain, heartburn and nausea/vomiting. Exam: abdomen non tender, no palpable abdominal masses. Assessment: incarcerated incisional hernia . Plan: open incisional/ventral hernia repair.¿ implant #1 procedure: abdominal incisional hernia repair with prosthetic patch. [Implant: gore® dualmesh® plus biomaterial 1dlmcp03/11148250, 10cm x 15cm x 1mm thick, oval] implant #1 date: (B)(6) 2013 [hospitalization dates (B)(6) 2013]. Findings: ¿pt has had a previous trauma laparotomy and has two palpable small defects in the midline above the umbilicus. She had proved to have four small adjacent defects in the midline down to the level of the umbilicus. These were in a swiss cheese fashion along the vertical midline incision. A 15 cm long x 8 cm wide dual mesh gore-tex prosthetic patch was placed in a subfascial position reinforced by primary reapproximation of the fascia.¿ description of hernia being treated: ¿midline incision was opened from above the umbilicus to just below the umbilicus. First, the hernia defect was dissected out, and it was about 2 cm. There were three others below making four and total covering about 8 cm area down to the level of the umbilicus. Fascia was opened. The hernia sac was excised. There were omental adhesions. Because of a previous trauma surgery, she had other intestinal omental adhesions to the anterior abdominal wall, but these were taken down I n straight forward fashion, sharp dissection with metzenbaum and using electrocautery. Then, the fascia was cleared underneath.¿ implant size and fixation: ¿15 cm long patch was trimmed to 8 cm wide and placed in an underlay fashion below the fascia. Cv-0 gore-tex sutures placed through the fascia into and back out the patch and out through the fascia in a u-stitch fashion. This was done with approximately 4 cm underlay around the incision . Once all these were in place and tied down, and the patch was then placed. Then, the midline fascia was closed in #1 looped pds. Skin was closed with interrupted 2-0 vicryl. Then, the subcutaneous layer and then staples on the skin itself.¿ (B)(6) 2013: pathology. ¿diagnosis: incisional hernia wall: fibromembranous and fatty tissue consistent with portion of incisional hernia sac.¿ (B)(6) 2013: discharge summary. ¿hospital course: first postoperative day pt [patient] afebrile. Vitals stable. Fair amount of pain. Second postoperative day, maximum fever of 101.8. Not having nausea. Positive flatus. Encouraged to continue ambulating several times a day. Third postoperative day, pt afebrile, overall felt to be improved. Third postoperative day, pt discharged home stable condition.¿ relevant medical information: (B)(6) 2014: emergency room. ¿...had bowel movement sunday, nothing since then, nausea/vomiting, isn¿t passing gas, positive bowel sounds. Abdominal pain before herniorrhaphy over a week ago, pain persistent since. Abdominal cramping. Small amount brown stool, guaiac negative. Gastrointestinal: soft, intact staple line, tender abdomen with guarding, more on right side. Diagnosis: abdominal pain. Plan: discharge.¿ (B)(6) 2014: CT a/p. ¿history: right sided pain. Findings: postsurgical changes near midline from ventral hernia repair. Skin staples in place, small focus of air present. Fluid deep to hernia mesh as well as deep subcutaneous tissues. Neither collection of fluid contains air to suggest abscess. Impression: probable postoperative changes along anterior abdominal wall with small areas of fluid density, associated inflammation. Fluid represents postoperative hematoma/seromas . Suggest followup.¿ (B)(6) 2014: ¿postoperative check after repair of approximately 4 adjacent abdominal midline incisional hernias. Retro-fascial patch prosthetic placement with mobilization and closure of the midline fascia over the patch for a double layer repair. Continue discussion with her by phone for postop pain. Predicted by her anesthesia preop team and the recovery room team postop that analgesic requirements would exceed the usual levels. This have [sic] proved the case. Went to the ER yesterday, CT scan was negative for any abdominal problem or gi problems. He [sic] has some serous fluid anterior and posterior to the patch but this is very common. No evidence of abscess. Staples removed and steri-strips placed midline abdomen. I renewed percocet and prescribed zofran as her phenergan was not helpful. Adequate bowel function. Some nausea. I offered hospitalization for IV fluids but we mutually agreed not necessary at this point. Recheck in a couple weeks.¿ (B)(6) 2014: emergency room. ¿upper abdominal pain, nausea times 3 weeks. Onset since abdominal wall hernia repair (B)(6) 2013. Symptoms constant, achy, onset moderate, location of pain, diffuse and abdominal. Exacerbating factors changing position, coughing, movement. Relieving factor rest. Notes a bulge occasionally in area where original hernia was. Followed up with surgeon, unhappy with follow up information received. Exam gastrointestinal: soft, tenderness mild, generalized, bowel sounds normal. Diagnosis: abdominal pain. Patient requested referral to new surgeon.¿ (B)(6) 2014: CT a/p. ¿findings: small hiatal hernia. Prior ventral hernia repair. Large amount of stool throughout colon consistent with constipation. Mild sigmoid diverticulosis. Impression: small hiatal hernia, ventral hernia repair with no recurrent or residual hernia.¿ (B)(6) 2014: ¿postoperative check-up. Missed last week¿s appointment but went to ER this weekend. 2.5 months from reduction/open repair of abdominal incisional hernia, notes persistent pain, bruising on abdominal wall without explanation. 2 small old bruises noted. Incision is solid. CT showed no recurrent hernia, ER physician said it could be extra scar tissue. She was accusatory that she had the wrong surgical technique and that the scar tissue was excessive. I explained the exam in the x-ray looked to have satisfactory healing. She said I promised laparoscopic surgery but I showed her the initial consultation report on her record that says, as I usually explain in talking about options of abdominal procedures, that laparoscopy is an option but specifically for her that laparoscopy was not indicated because she had a prior trauma laparotomy and I anticipated adhesions and that laparotomy, open surgery, would be done for reduction of incarceration and hernia repair. Upon reading this on our health record she ate [sic] knowledge that is the procedure that was done. She discussed in detail commitment to pain treatment plan, declining to take any treatment for [sic] me. Because recently she was prescribed percocet however was not offering this and she did not want it. However, she stated when I inquired further that she had been on higher doses and wanted me to contact dr. (B)(6) which she will do, about possibility of return to higher dose until she recovers more from the abdominal surgery. I think this is her main focus. I noted that postop pain in a patient with significant pre-op pain can be a challenge." (B)(6) 2015: surgery follow-up. ¿presents with abdominal pain, onset variable, has been occurring in intermittent pattern for 8 years, moderate sharp pain in epigastrium. Aggravated by exercise and bending over. In 2013 I did a ventral hernia repair for incisional hernias with 4 midline defects, in 2010 had stab wound to abdomen requiring exploratory laparotomy, no major internal injuries. I placed a 15 cm vertical 8 cm wide prosthetic patch. Points out pain in right/left upper quadrant areas. Exam abdomen: abdominal pain, black tarry stool and constipation. Impression/plan: I do not think hernia defect is recurrent. She is thin, has tenderness throughout abdomen. Need CT to look for any fascial defect. If present, surgery is consideration. If not present, surgery may not be offered, she says she hurts enough to need surgery.¿ (B)(6) 2015: CT a/p. ¿history: left upper quadrant pain. Comparison: (B)(6) 2014. Findings: ventral hernia repair with mesh. Impression: no acute process.¿ (B)(6) 2015: ¿returns for follow-up; cat scan normal with no recurrent hernia. Detailed discussion about pain it [sic] its chronicity. When I met her in 2013, she was referred for abdominal incisional hernia following past trauma laparotomy at UK for stab wound to abdomen. Pain when bending over, left costal margin. Exam abdomen: tender along costal margin. No defect in abdominal wall. Impression/plan: no recurrent hernia that I can determine. I do not recommend removal of the hernia patch. I think that would leave her with a recurrent hernia and persistent pain. I think the pain is part of a general fibromyalgia problem, diagnosis she carries. Consider nerve block. Follow-up as needed.¿ (B)(6) 2017: emergency room. ¿right abdominal wound infection, abdominal pain, injury happened 1 month ago, patient tripped, fell on knife, reports purulent discharge from wound for several weeks, increased pain times 1 week. Onset 4 weeks ago. Symptoms constant, worsening. Prior therapy none. Pain and redness. Seen at UK and notes did not have surgery or receive antibiotics. Worsening right sided abdominal pain and redness to abdomen x 1 week. Diagnoses: cellulitis; abdominal pain; chronic wound infection of abdomen. Exam skin: right upper quadrant abdomen wound with minimal white discharge. Right upper quadrant erythema. Gastrointestinal: soft, non-distended, normal bowel sounds, tenderness moderate, right upper quadrant, right lower quadrant. Analgesics and antibiotics in emergency department. Discharged stable.¿ (B)(6) 2017: microbiology. ¿wound, abdomen. Results: heavy growth staphylococcus aureus , heavy growth corynebacterium species. Stains: no cells seen, rare gram-positive cocci.¿ (B)(6) 2017: CT a/p. ¿history: stabbed in abdomen last month, evaluate for abscess/fistula, right abdominal wound infection. Comparison:(B)(6) 2016. Findings: within right upper quadrant, defect within skin. Underlying 2.7 x 1.6 cm rounded density likely represents stab wound. Impression: right anterior abdominal wound with no fistula or abscess.¿ (B)(6) 2017: ¿culture results from (B)(6) 2017 show staph aureus, will add doxycycline antibiotic to current antibiotic prescription.¿ implant #2 preoperative complaints: (B)(6) 2018: ¿complaint of hernia. Recurrent epigastric hernia. Previous hernia repair by dr. (B)(6) with large piece of gore-tex mesh. Now recurrent hernia at most superior portion of her incision. Painful to her. Ros [review of systems]: chills, dietary changes, fatigue, weight gain and loss, abdominal pain, constipation. Exam abdomen: inspection: hernias: incisional, reducible. Contour: non-distended. Palpation: non-tender. Assessment/plan: incarcerated incisional hernia: small recurrence superior of incision. Probably amendable to a plug. Repair of recurrent reducible incisional hernia.¿ implant #2 procedure: repair of recurrent incisional hernia with mesh. [Implant: ¿mesh plug¿, product ID not provided]. Implant #2 date: (B)(6) 2018: ¿incision was made at the upper port [sic] at the previous xiphoid incision , carried down easily to identify the hernia. A mesh plug was placed and anchored with 0 ethibond sutures. The fascia was closed over the mesh using 0 ethibond sutures. Once accomplished, the wound was closed with 3-0 vicryl and 4-0 monocryl. Sterile bandages were applied and pt was taken to recovery room in good condition.¿ relevant medical information: (B)(6) 2018: CT a/p. ¿history: abdominal pain. Comparison: (B)(6) 2018. Findings: postoperative changes of prior ventral hernia repair. Mesh from hernia repair stable. Superior to mesh is fluid density in anterior abdominal wall measuring 2.3 cm. Abnormal density does extend deep to anterior abdominal wall. Impression: stable changes from prior ventral hernia repair. Small fluid collection in anterior subcutaneous tissues, superior to mesh from ventral hernia repair. May be postoperative in nature. Small recurrent hernia with fluid not excluded.¿ (B)(6) 2018: ¿presents for follow-up today, post incisional hernia with mesh, pain persists since dr. (B)(6) operated not [sic] 2015; has the same pain in 2013 when he initially saw her. Impression/plan: no evidence of recurrent hernia or infection; chronic pain patient.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 11148250. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2013 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: hernia recurrence, nausea, chronic abdominal pain. Additional event specific information was not provided.